Event description:
It was reported that the battery gauge was fluctuating. There was no patient involvement as the customer had not begun insulin therapy with the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.